Event description:
According to distributor filed medwatch report, "a (B) (6) female, status post lung transplant, received inomax at 20 ppm on (B) (6), 2008 for the off-labeled indication of severe hypoxemia. At the start of inomax treatment the patient's oxygen saturation was 87%. The inovent ((B) (6)) alarmed and the error "electronic delivery shutdown" displayed and the patient's oxygen saturation decreased into the 70's. The patent arrested and was resuscitated using inovent flow meter/manual ventilation and the patient's pulse returned after chest compressions were initiated. The patient was put on a new inovent and the patient's oxygen saturation returned to baseline (89%). Inomax therapy was discontinued later that same day." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.